Event description:
It was reported the display is not clear. There was no report of patient harm or injury. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Correct reporting institution phone: (B)(6). Correct reporter phone: (B)(6).